Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. Analysis was unable to verify button error alarm due to blank display anomaly. Moisture damage was found on the motor also. The insulin pump was received with cracked display window corner, reservoir tube lip, scratched lcd window and missing battery cap.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the battery cap was missing. The customer's blood glucose was 264 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.